Event description:
It was reported that a female patient was treated on (B)(6) 2013, for complete lost of joint space due to severe arthritic changes. The procedure performed was arthrodesis and the patient was sent home non weight bearing for 8 weeks. At 14 weeks post op the surgeon noted that the patient was suffering from a nonunion where vitoss was applied.

Manufacturer narrative:
Device was implanted in patient.